Event description:
It was reported that shaft break occurred. The target lesion was located in a tight, calcified unspecified vessel. An unspecified size emerge balloon catheter was advanced. The physician pushed the device hard and it was then noted that the shaft was broken. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Brand name corrected from emerge to emerge¿ push. Upn corrected from unk731 to h7493919008150. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a tight, calcified unspecified vessel. An unspecified size emerge balloon catheter was advanced. The physician pushed the device hard and it was then noted that the shaft was broken. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter with no other devices. There was contrast in the inflation lumen. The balloon was tightly folded. The hypotube shaft was completely separated 75cm from the hub. The fracture faces were oval as if kinked prior to separation. There was no damage or irregularities to the shaft. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a tight, calcified unspecified vessel. An unspecified size emerge balloon catheter was advanced. The physician pushed the device hard and it was then noted that the shaft was broken. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).